Manufacturer narrative:
One actual sample and twenty-six (26) companion samples were received for evaluation. A visual inspection of the actual sample and twenty-six (26) companion samples was performed with the naked eye. The bags did not have any damage. The actual sample was submerged under water to eight (8) pounds per square inch and a leak was observed at the injection site. The reported condition was verified. An assignable cause could not be determined. The companion samples were submerged under water to eight (8) pounds per square inch and no leaks were observed. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml intravia empty containers were leaking at the seam. This occurred before patient use. There was no patient involvement. No additional information is available.